Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery decreased from 41% to 7% in a 6 month time period. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device is malfunctioning, and should be explanted and returned for analysis. No patient adverse effects were reported.